Event description:
It was reported that the procedure was to treat the proximal right coronary artery (rca). The 2.5 x 20mm rx trek balloon catheter was advanced pre-dilatation; however, the balloon leaked and a contrast jet at the lateral side of the balloon was observed. The balloon was inflated once at 25 atmospheres. The lesion was treated with a non-abbott device. There was no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that the balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.